Event description:
It was reported that during a laparoscopic hysterectomy procedure, the pad fell off the device. They looked for it for about an half hour and could not find it. A new device was opened and used to complete the procedure. There was no adverse pt impact.

Manufacturer narrative:
Date sent: 11/13/2009. Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the mfg process.